Manufacturer narrative:
A boston scientific sales representative evaluated the patient at the hospital the representative stated that it appeared that for at least part of the procedure, the magnet was not in place or not properly placed because non-sustained episodes were recorded and suspected to be caused from the use of electro cautery. Normal device function was confirmed during the device check. The pacemaker dependent patient was sitting up in bed and appeared normal with no ill effects from the pacing inhibition. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a radical neck procedure on his left side. Electro cautery use resulted in oversensing and pacing inhibition greater than two seconds in length. No shocks were delivered. No adverse patient effects were reported.